Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24-may-2024, it was reported that the patient faced infusion set tubing was leaking at site area on arm, which cause the patient's blood glucose elevated to 300 mg/dl. The set was in use for less than eight hours. The patient replaced infusion set and resumed insulin successfully. No further information available.